Event description:
Under certain circumstances iplan rt dose erroneously ignores a rotation parameter required for correct monte carlo dose calculation. This may result in a dose distribution different from the one initially intended.

Manufacturer narrative:
This user did not use the plan for patient treatment. There has been no patient injury reported by any hospital, however, a risk to patient health could not be excluded. Brainlab investigation has shown that iplan rt dose 4.1.1 erroneously ignores a rotation parameter required for correct monte carlo dose calculation. This may result in a dose distribution different from the one initially intended. There are cases were a clinically relevant deviation cannot be ruled out. Brainlab intends the following corrective actions: potentially affected customers receive a product notification information. Potentially affected customers will receive a software update. Tentatively planned availability: august 2010. Brainlab will actively contact potentially affected customers upon availability of the software update.